Event description:
It was reported that this implantable cardioverter defibrillator (ICD) migrated to patient's armpit area and the patient was experiencing discomfort and pain. Furthermore, this device was repositioned to sub-pectoral and still remains in service. No additional adverse patient effects were reported.